Event description:
It was reported that a patient underwent a breast reconstruction surgery on 08/20/2014 and a drain was used after removal of the breasts. Upon insertion, waste fluid would not come out in spite of applying negative pressure. The drain was taken out of the body in order to check it and it was found that negative pressure was applied to the reservoir properly. Upon visual exam, the drain appeared to be clogged. The current condition of the patient is stable. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion : actual device was returned for evaluation. Functional evaluation was performed and the drain functioned properly. No leakage or lack of drainage were observed.